Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the intended procedure was diagnostic. The name of the procedure is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. It was not determined what the material was either. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported, the insertion part of the gastrointestinal videoscope was deformed and was leaking. The issue was found during preparation for use for an unknown procedure. The procedure was completed with a similar device and there was no delay in procedure. The device was returned and an evaluation revealed presence of foreign material inside the suction cylinder. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Liquid leak was noted due to perforation of connecting tube. The connecting tube was crumpled and deformed. There were few additional findings. Insertion resistance was out of standard value due to cut on the connecting tube. Insertion resistance at the tip was out of standard value due to scratch on the distal end cover. Angulation in the up direction was out of standard value due to worn out angle-wire. Charge coupled device (ccd) lens and light guide lens was broken. The color of light guide lens was changed. The adhesive part of bending section cover was broken. The coating at the universal code was peeled off. The forceps channel port was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.